Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous right superficial femoral artery. A 2mm coyote es balloon catheter was advanced for predilatation. Then, the physician advanced the 4.0mmx30mmx143cm nc quantum apex¿ (fg coyote nc mr) for dilatation, however, on the first inflation at 18 atmospheres, the balloon ruptured. Hence, a 3mm coyote nc balloon was advanced for dilatation subsequent to a 2mm unspecified balloon catheter. The procedure was completed with placement of a non bsc stent and post dilatation using a 6mm sterling mr balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).